Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they moved and when they started seeing a new healthcare provider, there was an infection at the incision. They patient reported this was cleared up through the use of antibiotics. No further complications were reported or anticipated.